Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The contact reported the customer experienced a blood glucose level of 200 (mg/dl) and delivered a manual injection. The cartridge was reloaded onto the pump and the customer resumed insulin delivery.